Event description:
It was reported that the analyzer would not capture at 10v a right ventricular lead or a left ventricular lead, but did inhibit a device. It was further reported that upon "ending session" the "low battery" screen appeared. Also, the doctor touched the device with an ablation unit which caused a power surge resulting in no atrial or ventricular output on the analyzer, and the patient went asystole for 20 seconds. The analyzer has been returned for service and it was indicated that there were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that all pins of the patient input connector were damaged. Analysis could not confirm the reported event.